Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device would not hold the burr devices. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
During subsequent follow up with the reporter, additional information was obtained. It was reported that the event occurred during a crani tumor surgical procedure. There was a ten minute delay to the surgical procedure. An identical spare device was available for use and was used to complete the procedure successfully. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the springs were out of place and destroyed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to handpiece being run without a cutter device, which was failure to follow instructions for use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.